Event description:
The facility stated that the surgeon attempted to implant a aq2003v 3 piece silicone lens. The lens tore prior to insertion into the eye. No pt contact or injury. The injector and cartridge model and lot numbers were not specified by the facility.